Event description:
It was reported that the patient presented to the hospital after hearing an alarm from the device. A device check showed that the device alerted due to high impedance of over 3000 ohms on the right ventricular (rv) lead. However, during the examination, despite measuring the impedance in various postures, there were no changes and the values were steady around 700 ohms. The physician did not know if there was an issue with the device in reading the impedance values or if there was a lead fracture in the early stages so both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014, the noted date of explant.